Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the device exhibited oversensing of noise, indicative of lead fracture resulting in inappropriate detection of ventricular tachycardia and inhibited pacing. The patient was pacemaker dependent. The lead was replaced, and the device functioned appropriately after replacement.